Manufacturer narrative:
Device 2 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same kind of bent cannula events with two infusion sets between (B)(6) 2024. Symptoms were noticed within three or more hours of inserting infusion set. The site of insertion was abdomen. Patient confirmed that site was rotated regularly. Blood glucose at time of event was reported to be high. However, specific blood glucose levels at the time of event was unknown. Patient was treated by replacing infusion set and resuming insulin. It was reported that the patient did have dexterity issues or visual impairment issues. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.